Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care provider that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a procedure where a bovee was used. The bovee was oversensed and lead to pacing inhibition of an unknown duration. The local boston scientific was not aware of any additional information related to this clinical observation. There were no adverse patient effects. The device remains in service.